Event description:
Surgeon noticed a transverse disruption near the proximal attachment point of a nerve. Small portion of conduit was extracted, and the nerve was reattached to the remaining product. Multiple irrigation and debridement procedures were performed between initial implant and when issue was noted on 9/2.